Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had issues with right heart failure since implant. The patient was started on dialysis for volume overload and also has problems with gi bleeding which required anticoagulation medication to be stopped for a period of time. The patient's condition continued to deteriorate with ldh level of 3000+ and hemolysis symptoms. Echo performed revealed signs of something overlapping the inflow cannula. Additional information received 17 days later confirmed that a decision was made to perform a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.